Event description:
Boston scientific received information that this newly implanted transvenous defibrillation lead exhibited noise, oversensing and pacing inhibition. Boston scientific technical services (ts) reviewed the electrograms (egms) and noted a possible mechanical connection issue. The physician was noted to have suspected air bubbles in the device header. There was one more occurrence of the noise the following morning. Ts discussed programming options. This will be discussed further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.